Manufacturer narrative:
The device has not been returned to the manufacturer at the time of this report. A supplemental form will be sent when the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancy was found.

Event description:
It was reported that during a lap chole procedure a piece of the eth5dcs came off the device and had to be retrieved before continuing on with the procedure. It was reported that the patient was not adversely affected. Additional information was requested but no information was received.